Event description:
It was reported that customer received a button error alarm. Customer's blood glucose level at the time was 104 mg/dl. Advised customer insulin pump will be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.